Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 1000mg/dl. It was also mentioned that the customer was in a coma. The customer also stated that they had a bent cannula. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous insulin. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that during the customer's hospitalization on (B)(6) 2015, she was in intensive care unit. The cause of hospitalization was a bent cannula, was not getting insulin, high blood glucose and diabetic ketoacidosis. The customer stated she was vomiting because of the high blood glucose. During the hospitalization, customer was stabilized with IV insulin. Customer was released the following day. Customer's outcome providing her with sure-t infusion sets, so customer has a set with cannula that does not bend. In addition, the customer stated there was another event that occurred a year before, unsure of the date, but could have been 02/20/2014. This event the customer stated the paramedics were contacted. The customer was hospitalized, due to high blood glucose. The customer's blood glucose was 1000mg/dl. The customer had a bent cannula and it caused high blood glucose. The customer was released after her blood glucose went down. The current blood glucose is unkn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.